Event description:
This event was reported as valved conduit explanted from the pulmonic position after 9 years due to stenosis, pulmonary atresia and ventricular septal defect. No further info was provided.